Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016 customer tested and received a blood glucose of 26 mg/dl, 113 mg/dl, and 105 mg/dl within 10 minutes. No adverse event indicated. Replacing and returning meter and test strips.